Event description:
It was reported that the device was being used during a lap chole procedure; the surgeon applied the device to the cystic bile duct and the jaws locked and would not release. A second device was used to clip on either side of the clip/device and the surgeon then excised the section with the device in order to remove. There was no patient consequence.